Event description:
It was reported that during use of implantable pulse generator (ipg) the patient presented with complaint of fainting. EKG revealed patient heart rate 30-35 beats per minute (bpm). Device interrogation revealed power on reset (por) occurred, elective replacement indicator (eri) triggered, and battery impedance and lead impedance measurements out range. After device interrogation, retrieval of device data was not possible. The ipg was explanted and replaced. After device replacement no problems were observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.